Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation- based on review of all available information, there is no evidence or report to suggest that the event is related to failure of the device to meet specifications, the device was inspected and released for distribution. Device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient suffered and continues to suffer injuries including severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee giving away, difficulty walking, antalgic gate, and other issues presently undiagnosed. The revision surgery was approximately 2 years, 10 months, after initial implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.